Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c7-t1. It was reported that the patient complained of axial pain 14 months post-op. No revision surgery was performed. The pain resolved and the patient fused. No additional patient complications were reported.

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955722, 6955822, 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states.. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945722 / lot: unknown (x2) part: g6945822 / lot: unknown (x2) part: g6900240 / lot: unknown (x2) although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: g6900240, 0015628w; g6945722, w06e1638; g6945722, w07e5441; g6945822, w06a0396; g6945822, w06e0153; g6950305, 0019922w. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.